Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of the report.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.

Manufacturer narrative:
(B)(4). Concomitant products: 42532006702 - tibial component - 64468580. 42557000114 - stem extension - 64601030. 42522400510 - articular surface - 64611593. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00131, 0001822565-2021-01625.

Event description:
It was reported the patient underwent a knee right knee procedure on and unknown date. Subsequently, the patient was revised due disassociation. It was noted there was significant wear to both femoral and tibial components. All implants were removed except patella which was in good condition. Attempts have been made and no further information has been provided.